Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl; cause was unknown. Reportedly, customer required assistance from partner to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.